Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this chronic implantable defibrillation lead and chronic implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) resulting in pacing inhibition for greater than two seconds of asystole. The patient was pacemaker dependent. An invasive procedure was performed to replace the device. During the replacement procedure, the lead was connected to a pacing system analyzer (psa) and normal pacing threshold measurements were observed. The device was successfully explanted and replaced and the chronic lead was connected to the replacement device and appropriate capture was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor body fluid contamination in the lead barrels and a small dent in the back of the device case. Analysis noted that impressions left by the seal rings of the implanted leads indicated that all leads were fully inserted into the header, all seal plugs were intact and all set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.